Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device does not accurately read the heartbeats of twin babies during monitoring procedures; it is only picking up one baby. The customer used two separate fetal monitors to monitor the twins. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The following functional tests were performed: the field service engineer (fse) went on site visit and found out the issue was caused by incorrect usage of the device on twin infants. The primary issue was the placement and usage of the sensors, which are crucial for obtaining accurate readings. The device is designed to be used in a specific manner for single or multiple births, and any deviation from these instructions can result in unreliable readings. The service team, in collaboration with the biomed, provided immediate training to the nursing staff on the correct use of the device. This included a demonstration of the proper placement of sensors and a review of the device's operational guidelines, especially when used on twins. The team reviewed the standard operating procedures (sops) with the hospital staff to ensure that all members are aware of the correct steps to follow when monitoring twin babies. Based on the observations, it was recommended to update the hospital's protocols for using this specific device on twins to prevent any future issues. This includes a checklist that ensures all necessary steps are followed before and during the monitoring process. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.